Manufacturer narrative:
(B)(4) fiber broke. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an accumax laser fiber was used during a fragmentation of kidney stone procedure in the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber body broke inside the ureteroscope. It was reported that the broken fiber was removed with the scope and nothing fell inside the patient. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that an accumax laser fiber was used during a fragmentation of kidney stone procedure in the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber body broke inside the ureteroscope. It was reported that the broken fiber was removed with the scope and nothing fell inside the patient. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that there was no exposed glass tip. The pattern on the face of the distal end of the fiber was consistent with a fracture and burn marks were noted at the break indicating that the laser fiber broke during use. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was bright, clear and scattered with effective transmission measured 67.4%. The event description and noted damages indicate that performance was limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.